Event description:
It was reported that bd tube sst plh 13x100 5.0 plbl gold br was missing additive. The following information was provided by the initial reporter: "after centrifuging the samples, the material is presenting fibrin, so customer needs to wait longer to centrifuge, undergoing the risk of loosing sample quality."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2062402, medical device expiration date: 2023-02-28, device manufacture date: 2022-04-01. Medical device lot #: 1357749, medical device expiration date: 2022-12-31, device manufacture date: 2022-01-18. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode, fibrin strand(s), because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported that bd tube sst plh 13x100 5.0 plbl gold br was missing additive. The following information was provided by the initial reporter: "after centrifuging the samples, the material is presenting fibrin, so customer needs to wait longer to centrifuge, undergoing the risk of loosing sample quality."